Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed loss of prime occurrence. On investigation, the pump powered up properly. A rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. The force sensor calibration was found to be out of specifications. The pump casing was opened to further investigate and no anomalies were found with the force sensor. The investigation was unable to duplicate the reported loss of prime issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly the patient received multiple loss of prime alerts within the last several months. Patient reported that there was no sudden change of force, temperature was within the appropriate range, cartridge was cycled before use, cartridge cap secured properly, and the alarm history did not show any alert entries. In addition, patient had change the cartridge from a new box and intermittent loss of prime alert persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.